Manufacturer narrative:
Initial and final MDR (B)(4). E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in united states it was reported that patient faced five infusion sets leaking at site events on (B)(6)2024. The infusion set was in use for 1 day. Blood glucose levels reported during the event was 380 mg/dl. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). - MDR 3003442380-2024-19807 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint pr. 1933653 has been evaluated. The lot 6002745 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples buid-umd version 11 for the leakage from infusion site (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with version 7 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to version 25 test on reference samples, 10 samples out 10 samples passed the test. See attachment (B)(4). Complaint test report.pdf for the details. Batch review the lot 6002745 was manufactured according to the document version 48 on the packing process in the multivac 12, on 18/aug/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brã¿zins for investigation as repairs were carried out locally. The power supply board and the battery were found to be defective and were sent back to brã¿zins for further investigation. This complaint manages the defective power supply board. During internal tests, the power supply board was found as functional. Therefore, the root cause of the reported event could be linked to another part that can only be tested with its associated device. The reported event is not valid for this complaint. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.